Event description:
It was observed that during the device evaluation, the air-water cylinder (tube) had white foreign objects, and the air-water tube also had white foreign objects. In the control section, the suction cylinder and jet tube each contained white foreign material, and the jet tube was clogged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following contributed to the malfunction: the air-water cylinder (tube) had white foreign objects, and the air-water tube also had white foreign objects. Based on the results of the investigation, a definitive root cause of the event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.